Event description:
Had allergan silicone implanted after cancer, a lot of health issues. Ruptured found 2016. Replaced with mentor saline. Became ill with many more symptoms. Explanted 2018 after capsule contracture. Horrible experience. I do not have the allergan info and was talked into signing a legal form saying I would not do anything if allergan paid for the replacement after rupture. Feel so stupid to have to go through all of this without being told the hazards of the implants in 2009. I trusted, however no more . After years of being ill I will never trust a plastic surgeon again, anyone that says devices are safe! They are not. Mentor had allergan too but I don't have inf.